Event description:
It was reported that the surgery was extended greater than 30 minutes due to breakage of the t-handle while trying to remove guide bolt from nail. The nail was removed and a new nail was implanted.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). The associated devices were returned and evaluated. Visual inspection confirmed that the t handle jaws fractured and the jaws were not returned. Similarly the head of the wrench fractured and broken piece was not returned. The guide bolt itself was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A definitive root cause cannot be determined with the information provided. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.